Manufacturer narrative:
Historical data analysis on the same reference determined this was an isolated incident. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
A 2.5 mm drill split (the end spread open.) There were no broken pieces and no parts remained in the patient. There was no adverse consequence to the patient.